Event description:
It was reported that during a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation, a faradrive sheath was selected for used. The sheath was reportedly prepped per usual on the back table and when the physician went to flush the sheath, there was an issue experienced with the stop cock. Fluid was able to be flushed, but the syringe was difficult to remove from the stop cock. The stopcock broke when removing the syringe. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported luer damaged/defective was confirmed as the analysis of the returned device found kink in shaft and visible damage to the stopcock port. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: visual inspection of the returned faradrive sheath identified the shaft was kinked near the distal tip and the stopcock was visibly damaged on one of its ports. Microscope inspection of the stopcock revealed extreme damage of the stopcock port threads and the presence of material lodged within the damaged port. Analytical laboratory analysis determined the stopcock was subjected to large stresses in several directions, leading to plastic deformation and cracking. A large piece of polypropylene (common medium used in syringes) was observed inside the damaged stopcock port. Additionally, many tool marks were observed in different (and opposite) directions and signs that the component was potentially wrenched back and forth. The laboratory further concluded that the observed damage pattern would be difficult to produce using polycarbonate alone, the material of the stopcock port, and would require contact with a harder material. Based on these findings, it's likely this failure mode occurred due to user use errors. To further support this theory, a polyethylene syringe was screwed onto a known-good faradrive sheath stopcock. With over-twisting the syringe, this failure mode was reproduced with the syringe tip breaking off inside of the stopcock. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive device confirmed that the event of luer damaged/defective is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'cause traced to intentional off-label, unapproved, or contraindicated use'. The reported event was confirmed the reported analysis of the returned device found kink in shaft and visible damage to the stopcock port. Faradrive IFU states, "at no time should components be advanced, retracted, or otherwise manipulated when resistance is met without first determining the cause." Based on these findings, it's likely this failure mode occurred due to off-label user use during procedure preparation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation, a faradrive sheath was selected for used. The sheath was reportedly prepped per usual on the back table and when the physician went to flush the sheath, there was an issue experienced with the stop cock. Fluid was able to be flushed, but the syringe was difficult to remove from the stop cock. The stop cock broke when removing the syringe. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.